Manufacturer narrative:
Manufacturer's investigation conclusion: numerous driveline fault alarms were confirmed via the submitted log file data. The submitted log files contained data spanning from (B)(6) 2021 at 07:51:19 to (B)(6) 2021 at 13:41:21, per the timestamp. Numerous yellow wrench advisory alarms associated with driveline faults were captured throughout the log files. The driveline fault alarms appeared to be associated with elevated phase 1 hex values as compared to phases 2 and 3. No other notable alarms were captured in the log files. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The patient remains in stable condition as an inpatient and is listed status 2 for a heart transplant. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No further information has been provided by the account at this time. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18apr2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known driveline faults were captured under MFR #'s 2916596-2021-03299 and 2916596-2021-00124. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's log files were submitted for analysis. The review revealed known driveline fault alarms throughout. The driveline monitoring value showed phase 1 was still having some issues. The rest of the log consisted of a few pulsatility index (pi) events as well as a few routine power changes. Additional log files submitted on 17jun2021, and again on 21jun2021, continued to show driveline fault alarms and phase 1 issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. The submitted log files contained events spanning from (B)(6) 2021 to (B)(6) 2021. Numerous yellow wrench advisory alarms associated with driveline faults were captured throughout the log files. The driveline fault alarms appeared to be associated with elevated phase 1 hex values as compared to phases 2 and 3. No other notable alarms were captured in the log files. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The patient remained in stable condition as an inpatient and had been listed status 2 for a heart transplant. The patient remained ongoing on (B)(6) until they ultimately received a heart transplant. The device was not returned for evaluation. The heartmate ii left ventricular assist system instructions for use, rev. C, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook, rev. C also contains information on caring for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event